Manufacturer narrative:
Zimmer biomet complaint number cmp (B)(4). Additional PMA/510(k) number ¿ k011028, k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth # 19 was removed due to peri-implantitis.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date and UDI not available g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date not available h6: evaluation codes h10: additional narrative a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Complaint history review was performed for the reported lot number 013987 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿peri-implantitis¿ based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition.